Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material adhered to auxiliary water channel could not be determined since whether there was deviation from instructions for use on reprocessing steps for the point where the material remained is unknown, and no physical damage was confirmed at the auxiliary water channel. The event can be detected and prevented by following the instructions for use which state: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: suction cylinder has no color, due to data error of scope ID error 217 (scope error) occurs, due to damage on circuit board unit in endoscope connector distal end section gets warm, due to corrosion on plug unit error 217 (scope error) occurs, due to wear of angle wire, bending angle in up direction does not meet the standard value, plastic distal end cover has a scratch, adhesive around light guide lens has a crack, adhesive on bending section cover has a crack, connecting tube has a wrinkle, universal cord has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.